Event description:
It was reported that this inflatable penile prosthesis would pump up and quickly deflate. The patient underwent surgery to replace the device and an issue in a pump valve was confirmed. There were no patient complications.